Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature does not cool down in an arctic sun device.

Event description:
It was reported that water temperature does not cool down in an arctic sun device. Per additional information received via mail on 04jul2025, they repaired the device on the customer site. The reported problem was cooling malfunction. Also, low flow problem was confirmed. They replaced mixing pump and circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. The water temperature of t4 was around 5 degrees celsius. But the water temperature of t1 was not cold. Mixing pump was replaced. Low flow problem. Circulation pump was replaced. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d,f,h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.